Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The south wall panel was replaced to resolve the issue.

Event description:
It was reported that there was a malfunction resulting in a broken south wall. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. Block a: no report of patient involvement. Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226 h3 other text : device evaluation anticipated, but not yet begun.